Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a history/settings (history/settings issue) issue. It was reported that there was an inaccurate delivery issue with the pump. The reporter stated that the user¿s blood glucose (bg) readings were at or below 70 mg/dl; however, the reporter did not specify if the readings were below 40 mg/dl. There were no reported symptoms associated with hypoglycemia, nor was there a report of assistance by a third party, loss of consciousness, or seizure. The reporter also stated that the user¿s blood glucose (bg) readings were above 250 mg/dl; however, the readings did not exceed 500 mg/dl. There were no reported symptoms associated with hyperglycemia, nor was there a report of positive ketones. The alleged bg excursions did not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because of the allegation of a history/settings issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/14/2017 with the following findings:.during investigation, a pump not primed alarm occurred, after which basal deliveries were not resumed. The pump was powered off & on and the time/date were manually set. The basal deliveries were never resumed. This would account for the basal delivery total daily dose (tdd) to appear inconsistent/less than the programmed total for those dates. Unable to duplicate complaint of inaccurate deliveries during investigation. The pump was put on a basal program of at least 1u/hr for 24 hours during the investigation; pump history indicates the tdd was recorded accurately. The pump was tested for flow accuracy and was found to be within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.